Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on j(B)(6) 2008. Subsequently, patient's legal counsel further reported patient was revised on (B)(6) 2012, due to patient allegations of pain and loss of range of motion. No further information has been provided to date. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. PMA/510(k) number. Manufacture date ¿ unknown. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
This report is being filed to relay corrected and additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for the patient reported patient underwent a total hip arthroplasty on (B)(6) 2008. Subsequently, patient's legal counsel reported a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain and loss of range of motion. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information was received in patient's medical records which indicates a revision procedure occurred on (B)(6) 2012 due to pain and infection. The operative report notes pus in the joint capsule. A trochanter osteotomy was performed and the femur was repaired with braided cables. The cup was grossly loose and had turned 180 degrees. All components were removed and cement spacer molds and a polyethylene liner were implanted. An operative report dated (B)(6) 2012 notes a revision due to pain and a broken femoral stem. During procedure, there was difficulty extracting the stem, so the trochanter was cut to expose the prosthesis. The head and stem were replaced and cable sleeves were used to repair the trochanter. A final operative report dated (B)(6) 2014 notes a revision due loosening and acetabular protrusio. The operative report notes the presence of yellow fluid in the joint and the acetabular cup was found inside the pelvis. The modular head and polyethylene liner were removed and replaced. The acetabular cup was replaced with a reconstruction cage due to bone deficiency.